Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that the ventilator did not turned on prior to use. There was no patient involvement. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and a dc/dc & standard connector¿s printed circuit board (pcb) was replaced and returned for investigation. The dc/dc & standard connector¿s printed circuit board (pcb) converts the internal dc supply voltage +12v into internal dc supply voltages: +24v, +12v, -12v,+5v,-3.3v. The received dc/dc & standard connector¿s printed circuit board (pcb) was mounted in a reference ventilator where it failed to turn the user interface on. Since the user interface didn¿t communicate with other parts of the ventilator the ventilator triggered an alarm. Electrical measurements showed that the +12 volt to the user interface were outside allowed tolerances. The conclusion of the investigation is that the issue occurred, due to an open circuit in a coil that is part of the electronics for generating the +12v to the user interface. The root cause of why the coil failed has not been determined. (B)(4). Ref. Exemption #: e2018003. (B)(4). (B)(6).

Event description:
(B)(4).